Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to high capture threshold caused by patient anatomy. During the procedure the patient experienced emesis, and a decrease in heat rate which was attributed to poor health. The procedure was abandoned, and the lead was remained active. The patient was stabilized, and no further adverse events were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: e1 - initial reporter.